Event description:
The customer reported that the pump battery would not charge, and despite attempts to resolve the issue by using different wall outlets and adapters, the pump screen remained dark. It was unable to confirm if this issue impacted the customer's blood glucose level. Technical support instructed the customer to put the pump into storage mode and a replacement pump was arranged. The customer planned to use manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The pump was to be returned using a pre-paid label.